Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer did not observe insulin drip out of the infusion tubing during the load fill tubing sequence and instead saw insulin move back and forth within the infusion tubing. A cartridge change was performed resolving the issue. The customer's blood glucose level was not impacted.